Manufacturer narrative:
Evaluation indicates it is believed that this device experienced a torsional overload condition, but due other unknown factors, failed in a different manner than previous driver tip failures. Investigation indicates that implantation with larger diameter screws of long lengths represents a worst case condition that could result in high torque application. Tapping with undersized taps increases the insertion torque required for implantation and could be considered a contributing factor for this failure. Lightly tightening the screw to the driver does not promote load sharing, so the driver tip would need to resist the majority of the torsional load. Although it cannot be confirmed, either and/or both of these could be a contributing factor to the high torque application that lead to the tip failure. Review of manufacturing history records found a total of (B)(4) units of this lot were released for distribution in (B)(6) of 2013 with no deviation or anomalies that would relate to the reported event. Corrective actions being implemented to address driver tip fracture include replacing the 39-sp-0700 reform polyaxial driver with a polyaxial driver designed with a mechanical lock and supporting marketing material to the sales force that illustrates rationale supporting "to size" taps for use with this system and proper driver assembly technique.

Event description:
It was reported that during a procedure performed in (B)(6) on (B)(6) 2016, the tip of the reform polyaxial driver (39-sp-0700) broke while implanting a 6.5mm x 40m reform pedicle screw. The broken tip was easily removed from the screw and the procedure was completed utilizing another driver readily available in the set. There was no injury to the patient or delay to the procedure.